Event description:
Correction, the transcutaneous osia implant system was placed at a new site.

Event description:
Per the clinic, the patient experienced soft tissue issues. The patient was placed under general anaesthesia on (B)(6) 2021, in order to be converted to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.